Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that an assessment of the water quality be performed to test for potential bacterial contamination. Cardioquip notified the customer of the potential contamination and recommendation and provided pricing for water sample test kits via email on 2/21/23. There has been no response to the recommendation as of the date of this report.

Event description:
Due to brown discoloration around hose clamps, cardioquip recommends an internal water pathway replacement.